Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an enteral feeding pump. The customer reported that the set rate was 30-35 ml/hr to be infused for five hours. They confirmed the feeding was completed about 1 hour earlier than what was programmed into the pump. The pt was diabetic. As a result of the feeding infusing into the pt over four hours instead of five hours, the blood glucose level increased. As a result, the pt was treated with insulin. The pt's condition is unk.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded. We have attempted to obtain additional info surrounding this event. If additional info should become available, then this will be added to the complaint file. Item code (B)(4) is not distributed in the us; however, item code (B)(4) is of essentially identical design and is distributed in the us.